Manufacturer narrative:
The date of the event was an unreported date in (B)(6) 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that there were air bubbles in the tube. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was observed in the line of a solution administration set. It was further reported, the air was ¿easily found at the pumping section in the colleague pump and I was found when removing the IV set from the pump¿. The event was observed during an unknown an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.